Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had a software error detected alarm. The customer¿s blood glucose was 144 mg/dl. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not pass self test. The insulin pump will not be returned for analysis.